Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year 1 month 11 days post transaortic transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted and a surgical valve was implanted. Additional information was received via medical records revealing the patient had progressive severe dyspnea on exertion (doe) and heart failure (hf) symptoms. Approximately 1 year 1 month 6 days post tavr procedure, the patient had undergone an attempted device closure of a ventricular septal defect (vsd), but it was aborted due to entanglement with the tricuspid valve (tv) by the device and significant flow remained around the device. It was also noted that the closure device was adjacent to the aortic valve frame. The operator stated that while it was difficult to tell, it appeared that part of the bioprosthetic valve strut was invading into the septum, and there was a well-established rim around the vsd. The patient was discharged home in anticipation of a planned surgical intervention. Subsequently, approximately 1 year 1 month 11 days post tavr procedure, the patient's valve was explanted and a surgical valve was implanted. The vsd closure was also performed.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. There are two different ways that a septal defect can develop. The first is congenital and can be either a ventricular septal defect (vsd) or an atrial septal defect (asd). The septal defect is an opening that occurs in the septum that separates the heart left and right ventricles and atria. A ventricular septal defect (vsd) allows blood to pass from the left to the right side of the heart. The oxygen-rich blood then is pumped back to the lungs instead of out to the body, causing the heart to work harder. This is an infrequent but known potential complication of the thv procedure. A larger vsd can cause hemodynamic instability and will require surgical intervention. However, there are small vsds that can occur that do not require intervention. The second is created by a trans-septal approach and is usually used to access the left side of the heart (arterial side) through the septum from the right atrium (venous side). The delivery system is advanced through this new opening creating a small atrial septal defect (asd). Usually, this small asd will close on its own over time and does not require treatment. A larger asd can cause symptoms, such as difficult breathing, palpations, fainting, tia, stroke, and / or hemodynamic instability and may require a closure device (septal occluder). The asd can be percutaneously closed during the index procedure with a septal occulder. However, if the asd is not closed during the index procedure and the asd does not close on its own over time and/or is large, the asd may need to be surgically closed via open heart surgery. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definitive root cause for the vsd could not be determined; however, it is possible that the bioprosthetic valve strut invading into the septum may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on additional medical records provided. The following section of this report has been corrected/updated: h10 (provide narrative/data). Additional information received via additional medical records revealed the patient had undergone successful transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve. The valve was stably positioned with normal leaflet opening. There was no overt root disruption. Approximately 3 days post tavr procedure, a restrictive vsd was observed with left to right shunt with peak velocity of 4.5 m/s. Additionally, per the initial report, the operator had stated that while it was difficult to tell, it appeared that part of the bioprosthetic valve strut was invading into the septum. Based on the additional medical records provided, it was revealed that the valve strut invading the septum did not lead to the vsd and the valve was only explanted due to the vsd. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. There are two different ways that a septal defect can develop. The first is congenital and can be either a ventricular septal defect (vsd) or an atrial septal defect (asd). The septal defect is an opening that occurs in the septum that separates the heart left and right ventricles and atria. A ventricular septal defect (vsd) allows blood to pass from the left to the right side of the heart. The oxygen-rich blood then is pumped back to the lungs instead of out to the body, causing the heart to work harder. This is an infrequent but known potential complication of the thv procedure. A larger vsd can cause hemodynamic instability and will require surgical intervention. However, there are small vsds that can occur that do not require intervention. The second is created by a trans-septal approach and is usually used to access the left side of the heart (arterial side) through the septum from the right atrium (venous side). The delivery system is advanced through this new opening creating a small atrial septal defect (asd). Usually, this small asd will close on its own over time and does not require treatment. A larger asd can cause symptoms, such as difficult breathing, palpations, fainting, tia, stroke, and/or hemodynamic instability and may require a closure device (septal occluder). The asd can be percutaneously closed during the index procedure with a septal occulder. However, if the asd is not closed during the index procedure and the asd does not close on its own over time and/or is large, the asd may need to be surgically closed via open heart surgery. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definitive root cause for the vsd could not be determined; however, it may be due to patient factors and/or procedural factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.